Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info has been requested. (B)(4). This report was mailed to FDA on: 03/30/2011. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the results were not as she expected. Her visual acuity has decreased so she would need to wear glasses and would not be able to drive. She reported that this experience has led to anxiety and weight loss. (The following month, the fellow eye was implanted with a different model iol and the results were satisfying). Approximately three months after the initial surgery, the iol for the first eye was exchanged for a competitor's lens. In a f/u, the surgeon reported that, before the initial surgery, the pt was a high hyperope and has a history of dry eyes. He reported that the initial surgery was uneventful, the iol was in the bag and well-centered. According to the surgeon, the oil was not a contributory cause of the event and that the pt had high expectations. After the exchange with a different model iol, the pt is satisfied and the outcome is excellent. Add'l info has been requested.